Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic cath procedure. Reportedly, the proglide device became stuck in the groin. The lever would not close and the foot of the device remained open. The physician broke the "housing" of the device to expose the spring to retract the foot and remove the device from the patient. The suture had not been deployed. No portion of the device remained in the patient anatomy and there was no reported tissue or vessel damage. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to deployment technique. The returned device condition observations indicate the foot was attempted to be closed prior to retracting the plunger. Based on the sequential deployment of the device, closing the foot (step #4) prior to removing the plunger (step #3) will contribute to interactions with the internal components and result in the observed damage to the follower. This would contribute to difficulty closing the foot due to interactions with the internal components and subsequent device entrapment. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.